Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the device analysis found normal battery depletion.

Event description:
It was reported a device electrical reset occurred. No patient complications were reported as a result of this event. The device was later replaced and returned to the manufacturer.